Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm, navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a tortuous anatomy. During the procedure, upon insertion into the access site, the ds was unable to be advance the right common iliac artery; ds was observed with kink; however, it was also reported that both the valve and ds were damaged. A new 25mm, navitor vision valve and small flexnav ds were selected for implant, and the valve was able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged.